Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included general anesthesia (essure inserted under general anesthesia) on (B)(6) 2005. On (B)(6) 2005, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraine headaches") and depression ("depression"). The patient was treated with surgery (explant procedure to remove the essure device). Essure (B)(4) was removed in 2007. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, weight increased, fatigue, migraine and depression had resolved. The reporter considered abdominal pain, depression, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.